Manufacturer narrative:
Section a. No additional patient information is available. This report is being filed on an international product, list number 7p51-77 that has a similar product distributed in the us, list number 7p51-21/-31, and 510k/PMA/bla of k170317. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false positive alinity I total bhcg of 45.97 miu/ml on a 28 year old female patient with no menstruation for 2 months. Retesting of the patient generated positive results between 30 to 50 miu/ml. On (B)(6) 2025, the patient tested alinity I total bhcg of 72.79 miu/ml positive, but result was inconsistent with clinical presentation. Additional sample testing was colloidal gold method positive but roche method negative, mindray method negative, and b-mode ultrasound negative for pregnancy. There was no patient harm due to ultrasound. No impact to patient management was reported.

Event description:
The customer generated false positive alinity I total bhcg of 45.97 miu/ml on a 28-year-old female patient with no menstruation for 2 months. Retesting of the patient generated positive results between 30 to 50 miu/ml. On (B)(6) 2025, the patient tested alinity I total bhcg of 72.79 miu/ml positive, but result was inconsistent with clinical presentation. Additional sample testing was colloidal gold method positive but roche method negative, mindray method negative, and b-mode ultrasound negative for pregnancy. There was no patient harm due to ultrasound. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 69544ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 69544ud01 was identified.